Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 125 to 140 mg/dl. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Meter lcd screen is also cracked and low battery symbol displayed on meter. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 01/15/2018 and open vial date is not verified. Recall test results performed fasting from meter memory (date / time not set): (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet evaluated.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 125 to 140 mg/dl. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Meter lcd screen is also cracked and low battery symbol displayed on meter. Verified storage of product is within instructed specification. Test strip lot MFR's expiration date is 01/15/2018 and open vial date is not verified. Recall test results performed fasting from meter memory (date/ time not set): 402mg/dl (B)(6) 2015 10:01pm; 448mg/dl (B)(6) 2015 07:34am; 369mg/dl (B)(6) 2015 03:49pm; 389mg/dl (B)(6) 2015 03:44pm; 442mg/dl (B)(6) 2015 09:45pm. Adverse event not reported.